Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the monitor was connected to a finger sensor attached to a 1-year-old patient in homecare. The device was observed to measure differently and displayed error code eee276. The user repositioned the sensor and eventually replaced it with a new one; however, the error was displayed again. The monitor was then replaced with a different unit. After testing the reported monitor for one week, no errors were observed. There was no patient injury.